Event description:
This is on my wife, (B)(6). She had her left hip replaced in (B)(6) 2010 and was fine until (B)(6) 2010. Her doctor said she had staph infection and put her in the hospital. She had her hip removed and had a spacer put in place of the hip. She has pain in left side, needs to use a cane to walk and has a 2 inch lift on her left shoe. I help her in and out of bath-tub and up and down stairs. She also says she can feel the spacer popping sometimes. We heard on television that there was a recall on hip replacements and some of those commercials actually said that the brand my wife had, trident stryker, was one of them. We went through different law firms and they told us to see if you could help us. My wife has gone through a lot since all this happened. We tried to see the doctor who did the surgeries only to find out he retired. We just feel because of all that has happened because of this we should be compensated for it. Below is the doctor's name and the hospitals my wife stayed at. Doctor's name is: (B)(6). P.s.: if you need anything, please call us. Had staph infection, stayed in hospital 43 days. Had a power PICC catheter.